Event description:
Patient had right total knee replacement 10/20/93. Md attempted to remove distal end of consta vac tubing and tubing tore off leaving portion retained in patient's knee. Patient taken to or 10/29/93 for removal of retained portion of drain.